Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: this is the second of four events that state the blade cracked while intubating. All parts retrieved, no patient harm was reported. A medwatch report was also received stating these four events.